Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was purchased by the hospital intended for multiple use as a temporary pacemaker. This pacemaker remains in service for the patient. No adverse patient effects were reported.